Manufacturer narrative:
Exact date unknown, event occurred several years from the date the manufacturer became aware of the event. Explant date: procedure happened several years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 13895464.

Event description:
It was reported that the patient was experiencing inadequate pain relief and underwent an explant procedure. The explanted devices were not returned. No further information has been obtained.